Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a 4-way high flow stopcock w/rotating luer where it was reported stopcock luer lock only threads 1-1.5 rotations, with continuous movement of IV lines, the luer lock loosens itself because disconnected. This happened on a critical ICU patient on route to CT scan, luer lock/stopcock for inotrope loosened and disconnected by itself and blood pressure started to crash. Haulting route to CT scan to stabilize patient, multiple professionals witnessed. Frequency of the problem was recurring. Impact of the problem was severe. There was patient involvement and there was patient harm. The adverse event was luer lock/stopcock disconnected by itself and blood pressure started to crash. Haulting route to CT scan to stabilize patient. The medication involved was vasopressor. There was no blood loss or bleed back.

Manufacturer narrative:
One (1) photo was shared by the customer, where a new sealed sample item #b4018 is observed without physical damage or anomalies. One (1) opened/unused sample list #b4018 was returned for evaluation. As received no anomalies or damages were observed on the sample. The male luer and female luer of the sample were found within specification and the sample passed the spin collar retention test as well. No mating device was returned for evaluation. Complaint of disconnection / loose connection cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.